Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric pt is a subject in a clinical trial sponsored by a pharmaceutical firm. On (B)(6) 2010, study investigator informed dexcom that pt experienced a broken sensor wire seven days after insertion. Upon removal, pt's mother noticed the length of the sensor wire was much shorter than previously removed sensors. Upon examination by the study investigator, the sensor wire was not visible. An x-ray completed on (B)(6) 2010 confirmed the distal wire fragment was retained in pt's upper right arm. Pt experienced no pain/erythema at the insertion site and was stable at the time of the study investigator's report to dexcom technical support.